Event description:
Reporter indicated that vns pt developed vocal cord paralysis after ncp system replacement surgery, during which both the lead and generator were replaced. The generator was replaced due to end of service and the lead was replaced due to suspected lead discontinuity (reference medwatch report 1644487-2004-00791). The pt indicated that their "body had mostly assimilated the power cord like it was a nerve cord of their natural body", indicating that the original lead wire had adhered to the vagus nerve via excessive scar tissue buildup. The pt complained of pain and hoarseness six days post-op. Treating neurologist indicated that the pt's hoarseness was a result of the lead replacement surgery and referred the pt to an ent for evaluation. Stimulation had not yet been initiated with the replacement ncp system. Approximately three weeks post-op, the ent reportedly indicated that the pt's voice was improving, but that the hoarseness was not completely resolved. Further follow-up revealed that an ent diagnosed the pt with vocal cord paralysis approximately two to three months post-op. Stimulation has still not been initiated to date and the pt does not have another appointment scheduled with treating neurologist.